Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history check was performed, and this is the 3rd related complaint reported with the defect/condition of needle retraction failure with lot #5233462 regarding item #382544. The DHR (device history record) for lot 5233462 and material 382544 have been reviewed. No related quality issues or process deviations were found. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
G.4. K201075; k251654. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that needle did not retract. "We are having issues with item 382544 lot 5233462 the needle is retracting".